Manufacturer narrative:
Other, device evaluation results one cadd legacy pump was returned for investigation in used condition. The keypad and labels are intact. There was no evidence in the event history log to support the alleged complaint: failed volume accuracy delivery by a value of -12.8%. Delivery accuracy testing was performed and the alleged product problem was reproduced. The test results were as follows: -2.57%, -4.15%, and -7.25%. Respectively one passed the internal specification of +/-3.0%, one was within the published specification of +/-6.0% but not the internal specification, and one was outside the published specification. The delivery failures occurred because of an issue with the expulsor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the faulty expulsor was unknown. A root cause was not established. The expulsor was replaced and the pump was calibrated. The pump subsequently passed all the functional tests.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -12.8% during testing. There was no patient involvement.